Event description:
The customer reported that while processing an hiv p24 microwell plate on summit, the operator reported that after reagent was added to the microwell plate, bubbles were observed in all wells. No error was generated. No death or serious injury was associated with this incident.